Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the right breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 7/14/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/24/2018, mentor became aware that the suspect medical device was a mentor smooth round moderate profile 375cc saline catalog: 3501660, lot: 5555903. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent measuring approximately 4.2 cm located on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).